Manufacturer narrative:
Device evaluation summary: the stent had displaced distally on the balloon and was not positioned on the balloon between the marker bands as per specifications. Crimp impressions were visible on the exposed balloon surface. Deformation was evident to the 37th & 38th distal stent wraps with struts raised. Misalignment of struts was evident to the 1st to 3rd distal stent wraps. The distal tip was not visible as the stent was displaced over the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary, drug eluting stent to treat a moderately tortuous, mildly calcified lesion exhibiting 85% stenosis in the mid obtuse marginal (om). The device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that the stent deformed in vivo during positioning. The physician stated that the event was due to the use of the device in a difficult lesion morphology/anatomy and not device related. The patient is alive with no injury.